Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 2 events were not duplicated; however, the devices were found to be outside of specification. 1 device was found to be affected by corrosion 1 device was found to be affected by wear to an internal component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the devices ran-on. 2 reported events had no patient involvement; no patient impact.